Event description:
A pt reported blood glucose results of "287 mg/dl" with a lifescan meter and "232 mg/dl" on a laboratory device, performed within 10 mintues of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.

Event description:
A patient reported blood glucose results of "287 mg/dl" with a lifescan meter and "232 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose, based on statistical methodology, the calculated difference of these glucose results exceeds lifescans criteria for accuracy, thereby indicating a potential malfunction of the terms of accuracy. The meter was replaced.